Event description:
The fe reported that the system locked up and was unable to make a fluoroscopic image. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel pcb was evaluated and replaced, and the collimator was calibrated. The system was tested and found to be working as intended and returned to service.